Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 1¿ powerloc max safety infusion set. The sample appeared free of usage residues and the safety was not engaged. The sample was unremarkable to gross inspection. Microscopic inspection of the sample did not reveal any evidence of device leakage or damage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (15 seconds) hydraulic pressurization of the sample. No device deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h11.

Event description:
Material #:0142010 batch #: aserf105. It was reported "when needle was primed hole was discovered and sprayed out fluid outside of cannula."

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A lot history review (lhr) of aserf105 showed no other similar product complaint(s) from this lot.

Event description:
It was reported "when needle was primed hole was discovered and sprayed out fluid outside of cannula."